Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. The sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The lab is unable to test or reproduce skin irritation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The current blood glucose reading was 128 mg/dl compared with the sensor glucose reading of 54 mg/dl, and the blood glucose reading the night before was 500 mg/dl and the sensor glucose reading was 154 mg/dl. The customer treated with the insulin pump. The customer also reported a bent cannula, skin irritation, a cal error alert, and a change sensor alert. The customer was advised to remove and change the sensor. The customer was informed that the product would be replaced, and to return it for analysis.